Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that an obvious decline in patient's hearing performance with the device was noticed in (B)(6) 2015. Problems of external devices were excluded and a history of a head trauma was denied. The patient has been re-implanted.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. Other damages found during investigation are most likely due to explantation. This is a final report.

Event description:
It was reported that an obvious decline in patient's hearing performance with the device was noticed in february, 2015. Problems of external devices were excluded and a history of a head trauma was denied. The patient has been re-implanted.